Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided their weight information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in the middle of the middle of the night (early hours of (B)(6) 2020, the patient woke up and noticed their leg was hurting. They checked their device and found that the ins/stimulation had turned off during the night. They connected to the ins using the recharger and the programmer and saw a power on reset (por) message, so they couldn't turn the stimulation back on. The patient contacted patient services later on (B)(6) 2020 and was assisted with clearing the por message. They confirmed they could connect the recharger to the ins as well, and the equipment was working as expected. The issue was resolved. No further complications were reported or anticipated.